Event description:
Customer reports that screen display was blank for about three hours before noticing. Customer states when batteries were changed, a battery out limit was received. Customer's blood glucose was unknown. Customer was advised that battery cap would be replaced and to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.